Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2017 with the following findings: during investigation, a review of the black box data showed cs 064 call service alarms (motor error occlusion during prime). The pump powered on and failure of pump to detect cartridge error occurred. Further testing was not able to be completed. Unrelated to the complaint, investigation revealed that the force sensor calibration was not within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.